Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation for the report of scratched lens and implanted removed; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. The root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported during an intraocular lens (iol) implant procedure, after insertion a scratch was noted on the lens, the surgeon cut the lens out and put in another, there was no patient harm. In the surgeons opinion the lens loader scratched the lens.